Event description:
A customer contacted beckman coulter inc. (Bci) regarding suppressed results for alpha-fetoprotein (afp), total bhcg (tbhcg), inhibin a, and unconjugated estriol (ue3) that were generated by the access 2 instrument for a single pt's sample. The initial results were: afp - 40.75ng/ml. Dil-tbhcg - 9248mlu/ml. Inhibin a - 41.7pg/ml. Ue3 - 0.386ng/ml. The suppressed results were not reported out of the lab. The original sample was re-tested on the same day and repeated results were higher for all analytes and believed to be the correct values. The customer indicated there was no injury or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Qc and system check data was not provided. Sample are collected in serum tubes and are transferred to plastic transport tubes prior to reaching this customer. The customer centrifuges the sample they obtain at 3,000 rpm. A field service engineer (fse) was not dispatched to the customer's lab. The customer declined service, stating they did not believe this was an instrument issue and it was isolated to this pt's sample. The customer also declined applications assistance at this time. Pt treatment was not affected in this event. However, amniocentesis procedure may be performed based on the results. This procedure will have a potential health risk to a pt. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.